Manufacturer narrative:
A user facility reported that while performing case of sutralises the physician received a flashback. He reported that he was not injured. Upon system inspection the flashback was unable to be reproduced and the system was found to be operating per specifications. Lumenis investigated the reported event by contacting the user facility to obtain relevant information; an incident report was provided. The coa from the user facility had confirmed that no medical intervention was required and that dr (B)(6) was not injured, his vision and oct were normal. A review of the subject device history records (DHR) determined that the subject device was manufactured, tested, and found to have met all lumenis specifications prior to release of sale. An examination of the subject device by a lumenis technical expert concluded, after verifying all system functions including calibration and energy output verification that the subject device operated within manufacturer's specifications. No device malfunction was reported or observed. Subject device malfunction is not the cause of the reported event. (B)(4). However, lumenis feels that there is a high likelihood that the reported "flashback" may have been a misunderstood phenomena. While the information received to date confirms that a serious injury did not occur, in an abundance of caution the company is reporting the event to the FDA. Should additional information become available, the complaint record will be updated accordingly, and a follow up medwatch report will be submitted.

Event description:
A user facility reported that while performing case of sutralises the physician received a flashback. He reported that he was not injured. Upon system inspection the flashback was unable to be reproduced and the system was found to be operating per specifications. Note; outcomes attributed to adverse events above does not contain a non-injury selection. Thus, we have opted to select the least severe category of "other serious". However, the physician involved has stated that he was not injured.